Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup; unknown femoral head; unknown stem. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03402; 0001822565-2018-03404; 0001822565-2018-03405. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision surgery due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was not confirmed yet x-ray review demonstrated extensive postoperative change involving the acetabulum with fixation pins and screws as well as bone graft/cement extending medially into the hemipelvis. The acetabular component of the left hip arthroplasty has rotated approximately 90 degrees in a counter-clockwise direction with the cup opening now projecting superolaterally. The components are dislocated secondary to this rotation. No fracture is identified. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.